Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected blank display anomaly noted during testing. The insulin pump was received with scratched case, fading serial number and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank screen that was blinking. The screen was also dark. The small part above the display window was missing. The customer noticed that the brightness was very high and had difficulty reading the information on the display window. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.